Manufacturer narrative:
Investigation summary: a complaint of a female luer being cracked causing leakage was received from the customer. One sample was received for investigation. Through visual inspection, the customer complaint was verified. The female luer was cracked. A device history record review for model 10014914 lot number 21025225 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17feb2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause was identified as internal stresses created in luer during manufacturing process that make it more susceptible to chemical/mechanical attacks. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as syr psd microbore was cracked at the tubing connection and leaked IV fluid onto the floor. The following information was provided by the initial reporter: "cracked where syringe connects to hub of tubing, IV fluid leaking onto floor, tubing replaced with new tubing."